Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified the device was broken shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp edge broken in the side posterior assessed as unidentified (tear) opening."

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is/was rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g3 - aware date on medwatch supplemental 1 (2526099) should be 16/feb/2022 and was inadvertently captured incorrectly.